Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged the day after implant. The dislodgment was confirmed via fluoroscopy at the predischarge check. A revision procedure was performed wherein the physician repositioned the lead. The ra lead remains in service. No additional adverse patient effects were reported.